Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was stop working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump had crack at the back. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify battery power loss alarm due to critical pump error. Device received with corroded battery tube and corroded motor home switch. Device received with cracked case. The p-cap does lock properly.